Event description:
The patient had a proximal left anterior descending (lad) chronic total occlusion (cto) that was a 15mm long segment. There was tight proximal disease and it was a flush occlusion with little distal filling. There was no first attempt with a guide wire. The procedure was started directly with the frontrunner. An ebu (extra back up) 3.5 7f medtronic guiding catheter was used. About 5 minutes was spent trying to advance with the frontrunner. The frontrunner could not make the turn into the lad. A buddy wire was used down the lad with a bmw wire for support. Tracked to the cto, but had to completely fold the frontrunner onto itself at the black band. A bend was also put on proximal shaft too. The physician was unable to fully close the jaws on nearly every opening. He had to pull back to close each time. The catheter may have been dissecting in the false lumen. Then there was a perforation. After the perforation occurred, the physician wired the lad to the perforation and used 2.5 balloon for 22+ minutes to seal off the perforation. They lost the diagonal and gave protamine to reverse the heparin. An echocardiogram was done and the results were satisfactory. The perforation was on the superior side of the lad. There was no device failure or malfunction. The physician told the patient that, "the device pushed through the side of the blood vessel. It went in the wrong direction." According to the lumend sales representative, the patient was stable and doing fine 2 hours later. A swan-ganz catheter was inserted to monitor the patient's heart pressure and cardiac output. It was removed before the end of the day.